Event description:
A frozen display was reported with the adc device in use with a5x with android operating system version unknown. The customer was unable to scan as the app display was "frozen". It was reported that the customer was hospitalized, however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported frozen screen. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy note 8, android 9, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A frozen display was reported with the adc device in use with a5x with android operating system version unknown. The customer was unable to scan as the app display was "frozen". It was reported that the customer was hospitalized, however, no further information was provided. There was no report of death or permanent impairment associated with this event.